Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that during a procedure the product fractured around the rim of the liner. Surgeon was able to remove two fractured pieces of liner during procedure. It is unknown whether patient retained any of the foreign pieces. No further information to report at this time.